Event description:
It reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the internal rubber gasket tore. A new trocar was opened to finish the case. There was no consequence to the patient.